Manufacturer narrative:
Based on the overall information currently available in this report, there is no clear evidence that the jada system caused or contributed to the need for the escalating interventions (dilation & curettage [d&c] and bakri balloon) to preclude permanent body damage/impairment. The reported adherent placental tissue as observed by ultrasound imaging may provide a more plausible alternative explanation for the uncontrolled abnormal post-partum bleeding. Per the jada system IFU "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada.", "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding "and "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/ abnormal postpartum uterine bleeding." However, out of an abundance of caution, this case will be reported as a serious injury MDR.

Event description:
The patient "(B)(6)" dob (B)(6), g3p2 presented for a spontaneous vaginal delivery on (B)(6)2022, at 37 weeks. She had a medical history of mild pre-eclampsia. Following delivery the patient required manual placenta extraction, "it came out in chunks." Her lower uterine segment was described as boggy and full of clots and abnormal postpartum uterine bleeding was noted. The patient was treated with an ultrasound guided curette banjo and given pitocin, txa, and cytotec. The blood loss prior to jada insertion was estimated to be approximately 1000 ml, which is postpartum hemorrhage (pph). A jada system was placed, and the patient's uterine tone was noted as improved, but bleeding continued to trickle around the jada device. The patient received a dose of hemabate after jada treatment was initiated. There was no blood noted in the jada canister, but some in the tubing, total in-dwelling time for jada was less than 5 minutes. The patient received another ultrasound where adherent placental tissue was observed. She then taken to the operating room (or) where jada was removed and a dilation & curettage (d&c) was performed, retained adherent placenta was removed, and a bakri was placed. The patient's pph bleeding then resolved. Total blood loss for this case was estimated as 2000 ml. The device for this case was discarded by the site immediately following the case. The health care provider believed she could provide the lot number and said she would follow up regarding this. Several email attempts were made to follow up regarding the lot number for the jada used in this case, to date no lot number has been provided. A good faith effort was made to obtain this information.